Manufacturer narrative:
Insulin pump was monitored for 48 hours with multiple basal rate. Insulin pump functioned properly. No motor communication error alarm noted during testing. Device functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart test and all operating current measurement were normal. No unexpected low battery or off no power alarm noted. Insulin pump received with cracked reservoir tube lip. No damage inside pump noted. (B)(4).

Event description:
Customer's mother reported via phone call that the device alarmed off no power alarm and motor communication error alarm. Customer's blood glucose was over 500 mg/dl. Device did alarm a low battery alert prior to the off no power alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.